Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. For issue #1, the user reported that the driver was off in depth. Evaluation revealed that there was no system malfunction. The user was able to verify the revolve driver when the creomis was the active system because the verification of the driver does not account for length of the instrument. The verification focuses on the pattern of the driver array. This is expected behavior of the system per design. For the second reported issue, the user reported that the surgeon felt both screws were inferior to the plan. Our evaluation revealed that there was no system malfunction. Investigation of the case logs found that the root cause was user technique. The user was alerted to a possible dynamic reference base (drb) or surveillance marker shift. The user re-paired the surveillance marker and continued with navigation after this alert was presented. The remainder was successfully completed after the issues were resolved. The cause of the reported issue was traced to user technique.

Event description:
This was an extension to l5-s1 fusion. Mis intra-op with oarm2. While placing screws, the driver array was off in depth (was later determined that the creomis was selected instead of rovolve). The surgeon felt that the both ll4 and rl4 screws were slightly inferior to his plan but still ok, sohe did not need to change them.